Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent and one telescope guide extension catheter when stent dislodgment occurred during delivery to/at lesion. There were no difficulties noted when removing the protective sheath/stylette. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The lesion being treated had cto (chronic total occlusion-100%) and was located in the distal-proximal right coronary artery (rca). The telescope was being used at the time the stent dislodged. It was reported that the onyx frontier stent interacted with an accessory device and itis believed that the telescope gec caused or contributed to the stent dislodgement. Upon attempting to place the stent, the stent was dislodged from the balloon in the proximal rca and then embolized into the ascending aorta, then further into the descending aorta. The stent was retrieved from the rca using wires and balloons in the right coronary artery; however, when attempting to retrieve stent through the arm, the stent embolized into the ulnar artery where it was left. It was advised to treat the dislodged stent conservatively and leave the stent in ulnar artery for now due to it being high risk to retrieve the stent from ulnar artery. The dislodged stent was subsequently removed from the patient. No further patient complications were reported as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.